Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the end-user was hospitalized for hypoglycemia with a blood-glucose level of 31 mg/dl while using the ilet bionic pancreas system. The user was treated in the hospital and discharged after recovery with no long-term health effects reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.